Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts between the third most distal and the third most proximal stent rows were damaged and compressed. The product stent protector was not returned for analysis with the device. The ro markerbands were examined and there was no damage noted. A visual and tactile examination found that the tip was flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09-mar-2016. It was reported that crossing difficulties were encountered. The 95% stenosed, 16mmx2.25mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25x16mm promus element drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.